Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. The initial result was 128 mmol/l and the repeat result was 136 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer replaced valves, an o-ring, and other various parts on the analyzer. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.